Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was opened because tmj tracking coordinator reports that a revision will occur. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Because it was reported that a revision surgery was scheduled, the complaint is confirmed. It was reported that "the right implant failed and became unattached at the bone. The patient is opting to replace both implants at the same time because the implants do not last forever." The revision surgery date is scheduled for (B)(6) 2020 and the explanted devices will be replaced with custom implants. For all non-custom tmj mandibular implants in the previous one year (from the notification date) involving implants detaching, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the afmea. The non-conformance database (tipqa) was reviewed for these products, no non-conformances were found. There are no indications of manufacturing defects. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D7 explanation date was reported to be sometime in (B)(6) 2020 the following fields were updated: b4 date of this report. B5 describe event or problem. D4 expiration date. G1-2 contact email address. G4 date received by manufacturer. G7 type of report. H2 follow up type. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This file was reopened because new information was received that indicated the planned revision has occurred. The root cause of the previous investigation does not change as a result of this new information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). It is unknown at this time if the device will be returned for evaluation. The product remains implanted in the patient, but a revision is planned at a later date at which time the device may be returned for testing. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00427, 0001032347-2019-00429, 0001032347-2019-00430. Explantation date is planned for (B)(6) 2020. Medical products: tmj system left standard mandibular component, cat# 24-6546, lot#416150; tmj system right fossa component, cat# 24-6560, lot# 360330; tmj system left fossa component, cat# 24-6561, lot# 360310. Occupation: patient.

Event description:
It was reported that the patient's right temporomandibular implant failed and became unattached at the bone. A revision is planned to remove the patient's bilateral tmj implants and replace with a custom device. No additional patient consequences were reported.